Event description:
Cardiology technician attempted to download the holter, but the software stated 0.0 hours. Attempts to upload the monitor were unsuccessful three times. The holter monitor did not record at all for the 48 hours it was ordered and worn by the patient. Cardiology technician contacted the ordering provider and testing will be repeated. Patient notified and agreeable to redo holter monitoring.